Manufacturer narrative:
Evaluation report and summary of action taken: the video received from the customer shows that the black release mechanism could not be removed from the system. The work order is complete and correct and there is no evidence that the device was not manufactured according to current specification. The delivery system was investigated. The black release mechanism with the proximal trigger wire attached was inspected. There was evidence of a slight kink in the proximal end of the wire, however it successfully inserted into the crimped cannula with no difficulty. There was no evidence of damage to the crimped cannula. Therefore, inspection of the returned device did not lead to any definitive root cause of the difficulty experienced by the customer. In order to attach the proximal end of the graft to the system during manufacturing, the nitinol proximal trigger wire is inserted through a crimped cannula, attached to the graft by capturing a stent point, and inserted into the crimped cannula again. It appears that the graft was tensioned (either during loading or during sheath withdrawal), which caused the stent point to pull down onto the crimped cannula, jamming the trigger wire between these two surfaces. Once the pin vice was loosened and the inner cannula repositioned during the procedure, it released this tension, and therefore the wire was able to be withdrawn. (B)(4). Since obtaining approval, one other complaint has been received. A risk assessment was completed on (B)(4) 2012, where it was determined that this was considered a high risk priority, and therefore a corrective and preventative action (CAPA) # (B)(4) was initiated. Supply of this device was ceased on (B)(4) 2012. No field action was deemed necessary as the probability of pt harm is low and because the zenith fenestrated aaa endovascular graft is customized, devices are ordered per pt for a schedule procedure. Therefore, it is likely that all devices that have been shipped from (B)(4), have been used ((B)(4)). The sleeve will provide a smoother and straighter pathway for the trigger wire.

Event description:
After successful deployment of the zenith fenestrated aaa endovascular graft distal bifurcated body, the black trigger wire would not release. A large amount of force was used by the physician to the point that the dilator tip deflected. The physician tried to loosen the pin vise and pull the pink hub. This did not work so he tried again as there was tension in the proximal portion of the trigger wire in the dilator tip. The physician pulled the tip down to where he saw the dilator tip deflect the top of the distal body "tee pee". The problem was adverted. The pt did not require any additional procedures due to this occurrence. According to the reporter, the pt did not experience any adverse effects due to this occurrence.